Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. Moisture damage was found on the electronics assembly. It was also received with broken battery tube threads, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Customer explained that she jumped into the pool with the insulin pump prior to the alarm. Blood glucose value was 164 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.